Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedures were being performed in the operating room. Several anesthesiologists have had problems with the line being crimped. The wire can be inserted without incident and when it get so to the tip of the catheter it has to be forced through. This is causing the catheter to puncture the artery on some occasions. As a result, they are using a different kit from a different lot number to complete the procedure. No estimate was provided on the number of occurrences. They do not know if there have been delays in treatment and there were no patient deaths reported.